Event description:
It was reported that after unplugging the intra-arotic balloon pump for transport, the pump "went dead". As a result, the patient was transferred to another pump. There were no patient complications.